Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cartridge alarms (alarm 1) occurred with multiple cartridges during basal deliveries. Customer was unable to clear the alarms and reverted to manual injections for insulin therapy. The customer's blood glucose level was 160 mg/dl.